Event description:
Had corrective laser eye surgery (lasik plus intralase) to correct nearsightedness. As a (B)(6) male had no prior presbyopia. Post surgery, all near vision (less than 8 feet) became extremely blurry. Reading vision was uncorrectable with reading glasses for 14 days. As eyes healed distance vision began to deteriorate slightly. Sixty days post surgery, all vision inside of 8 feet remains blurry unless corrected with reading glasses. Reading vision remained poor even after corrected with reading glasses. Experience significant decrease in night vision, depth perception and contrast.